Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 17-aug-2019, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 1 mg/ml of dilaudid at 1.07 per day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient was experiencing a return of symptoms. The patient's healthcare provider (hcp) attempted to aspirate the catheter and found that it was difficult to aspirate. The catheter was replaced on (B)(6) 2020 and the old catheter was discarded by the customer. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.